Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the starclose se sheath would not split. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported incomplete sheath split was not confirmed as the device was returned with the sheath split completed and clip deployed. As the device was reportedly manipulated post procedure, a conclusive cause could not be determine for the reported difficulty. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user fcility sus voluntary event report (mw5069985). Medwatch: mw5069985 report. (B)(4).

Event description:
Received user facility sus voluntary event report (mw5069985) stating: vascular closure device malfunctioned. Attending md removed right femoral artery sheath and abbott starclose se lot #7030241 failed to deploy as intended. Manual pressure was held.